Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor's right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurement that was detected via the patient¿s remote monitoring system. Additional information was received and indicated that impedance measurement was chronically high. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.